Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture, due to dislodgement. The lead was extracted with a laser sheath. The lead was destroyed and would not be returned. No additional information was available.